Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician noted that it was very difficult inserting the right ventricular (rv) lead pin into the connector of the new implantable cardioverter defibrillator (ICD). After several attempts, the physician was finally able to insert the lead and engage the setscrew. The following day, interrogation showed high impedance and high threshold of the right ventricular (rv) lead. The ICD and rv lead remain in use due to medical judgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Continuation of: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2019 explanted:if information is provided in the future, a supplemental report will be issued.